Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device came in without philips screws. The swivel was loose. The motor was corroded onto the swivel. Rpms were in specification. The control bar was loose but in position. The calibrations were in at all readings. The screws, motor, ball bearings, and swivel were replaced. New vespels and semi-circles were installed. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device was sent for corrective repair. There was no patient harm/injury or surgical delay as there was no patient involvement. During product evaluation it was found that there were missing screws. Due diligence is complete and there is no additional information available.